Manufacturer narrative:
The following devices have not been returned to the manufacturer. If returned, these devices will be analyzed and reported as required. It is currently unknown which of these batteries was involved in the event: (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air. Investigations will be prolonged as we await the return of devices via cargo ship. (B)(4) battery / catalog number 1650de / expiration date 31oct2015, not returned to manufacturer, manufactured: 31oct2014, (B)(4). (B)(4) battery / catalog number 1650de / expiration date 31oct2015, not returned to manufacturer, manufactured 31oct2014, (B)(4). (B)(4) battery / catalog number 1650de / expiration date 31oct2016, not returned to manufacturer, manufactured 31oct2015, (B)(4). (B)(4) battery / catalog number 1650de / expiration date 31oct2015, not returned to manufacturer, manufactured 31oct2014, (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 31dec2016, not returned to manufacturer, manufactured 31dec2015, (B)(4). (B)(4) battery / catalog number 1650de / expiration date 31dec2015, not returned to manufacturer, manufactured: 31dec2014, (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was having power switching issues with the batteries and controller. It was stated that there were no effect on patient. An elective controller exchange was performed and the patient tolerated the controller exchange very well and was doing fine. Batteries were taken out of service. No additional information available.

Manufacturer narrative:
Other devices involved in this event: battery / (B)(4). F information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of the reported event, we noted a typographical error in our evaluation. Instead of "four batteries" returned for evaluation, there were "six batteries". Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing power switching events. The controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Analysis of the controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller (B)(4) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections involving (B)(4) and an unknown battery with a serial ID of "0". A communication error prior to the smr upgrade most likely unintentionally sealed the battery. As a result, the controller is unable to obtain a serial number when communicating to the battery, causing the serial ID to be logged as "0". The sealed state does not impact normal operation. Analysis of the alarm file revealed one critical battery alarm, where the battery with the "0" serial ID logged a communication error between the controller and battery. This finding is not related to the reported event. The only battery that was not identified in the data log file was (B)(4); additionally, the last cycle count that was recorded for the unknown battery was 105. Testing revealed that (B)(4) registered a cycle count of 105. This finding suggest that the battery with a serial ID of "0" was likely (B)(4). Based on the available information, the most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation has been open to evaluate the momentary disconnections between controllers and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.